Event description:
Reportedly, the catheter broke on both sides during surgery. During the surgery (removal from a thrombus out of a venous shunt) they opened the package of the 120806f and recognized that the catheter was damaged. The catheter was somehow cracked and they couldn't use it at all. It is unknown which part of the catheter was damaged. It was discovered before use and therefore the product was not used on the patient.

Manufacturer narrative:
Evaluation summary: (B) (4), customer report was confirmed. The catheter was received with the catheter body tube broken in half under the balloon latex. The catheter is broken at the #3 inflation hole. All four of the inflation holes are collapsed. There is no balloon or winding damage. A device history record review was completed and documented that the device met all specifications upon distribution.